Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the display is dim. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2013 with the following findings:evaluation revealed that the pump booted to the verify screen with dim pink contrast. The ok symbol is found to be worn.